Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button had stopped functioning. The customer reported that the pump turned on when plugged into a power source. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button had stopped functioning. The customer's blood glucose levels ranged from greater than (B)(6) (mg/dl) to greater than (B)(6) (m/gl), with an unknown level of ketones which was addressed with was addressed by the customer staying active and a correction bolus. Reportedly, the customer continued using the pump for insulin therapy.